Event description:
Pt admitted for venous angioplasty. Peripheral vascular catheter package opened and inspected prior to insertion small crack noted in tubing. New catheter obtained. Broken catheter not used. No harm to pt.